Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the sternal saw was noisy and vibrating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the laboratory technician. The sternal saw was noisy and vibrated. The saw and drive cable were sent to service repair center for preventative maintenance. Eval is progress, but not yet concluded.